Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 the sensor wire was detached. Patient's parent stated that patient was not experiencing any discomfort or pain at the time of contact with dexcom technical support.